Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2015 due to instability as the femoral component was implanted valgus during the initial procedure. The femoral component was removed and replaced and an augment was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to instability as the femoral component was implanted valgus during the initial procedure. The femoral component was removed and replaced and an augment was implanted.